Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on the screen, electronics, motor, battery tube and vibrator assembly. Device had cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she was walking on the beach and had the insulin pump in her backpack and water got in it. Customer stated that fluid could be seen under the screen. The customer received a button error alarm which could not be cleared. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.